Manufacturer narrative:
(B)(4). Medwatch #: (B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported, "iab failure, persistent high-pressure alarms, no blood in tubing". The iabp was removed and replaced using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). H10 field is now correct showing the uf/importer number please see associated MDR# 3010532612-2024-00507. The actual device was not returned; however, the customer submitted videos and photos for evaluation. The videos show the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The photos show the ac3 iabp display screen with abnormal balloon pressure waveform, the pump generated strip with "high pressure" alarm, and the ac3 iabp display screen with multiple "high pressure" alarm. These photos are consistent with incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed based on the customer provided photos and videos. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete bladder inflation. The probable root cause is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "iab failure, persistent high-pressure alarms, no blood in tubing". The iabp was removed and replaced using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "iab failure, persistent high pressure alarms, no blood in tubing". The iabp was removed and replaced using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "iab failure, persistent high-pressure alarms, no blood in tubing". The iabp was removed and replaced using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). 20aug2024: per FDA problem report specialist request, related report number appears in section h10. The actual device was not returned; however, the customer submitted videos and photos for evaluation. The videos show the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The photos show the ac3 iabp display screen with abnormal balloon pressure waveform, the pump generated strip with "high pressure" alarm, and the ac3 iabp display screen with multiple "high pressure" alarm. These photos are consistent with incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed based on the customer provided photos and videos. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete bladder inflation. The probable root cause is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "iab failure, persistent high pressure alarms, no blood in tubing". The iabp was removed and replaced using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). H10 field is now correct showing the related report number. The actual device was not returned; however, the customer submitted videos and photos for evaluation. The videos show the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The photos show the ac3 iabp display screen with abnormal balloon pressure waveform, the pump generated strip with "high pressure" alarm, and the ac3 iabp display screen with multiple "high pressure" alarm. These photos are consistent with incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed based on the customer provided photos and videos. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete bladder inflation. The probable root cause is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). Corrected data: section h.10-related report number 2201630000-2024-8026 removed as this medwatch received correlates to MDR#3010532612-2024-00507. The actual device was not returned; however, the customer submitted videos and photos for evaluation. The videos show the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The photos show the ac3 iabp display screen with abnormal balloon pressure waveform, the pump generated strip with "high pressure" alarm, and the ac3 iabp display screen with multiple "high pressure" alarm. These photos are consistent with incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed based on the customer provided photos and videos. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete bladder inflation. The probable root cause is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "iab failure, persistent high pressure alarms, no blood in tubing". The iabp was removed and replaced using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".